Event description:
It was reported that balloon rupture and stent damage occurred. The target lesion was located in the heavily tortuous and heavily calcified right coronary artery (rca). A 38 x 3.00mm promus stent was properly deployed in the mid to distal segment of the rca. Then a 38 x 3.00mm promus premier¿ stent was advanced to the lesion but was unable to cross the proximal segment of the first promus stent. A 3.0x15mm quantum maverick balloon catheter was used to post dilate the edge of the implanted stent and then predilate the portion of the vessel where the promus premier¿ stent will be deployed. There was no problem noted on the implanted promus stent. The promus premier¿ stent was then able to cross the proximal portion of the implanted stent with much force. An attempt was made to deploy the promus premier¿ stent however the stent delivery system (sds) balloon ruptured. The device with the undeployed stent was pulled back to the guide catheter where it was noted that the stent was accordioned on the sds balloon. The system was successfully removed as a whole unit through the sheath. Another guide catheter was placed and the vessel was rewired. Then the lesion was dilated using a 3.0x15mm quantum balloon catheter. A 3.0x38mm stent was successfully deployed followed by implantation of a 3.0x24mm stent on the proximal segment of the rca and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device lot number: corrected from 17366939 to 17644468. Device expiration date: corrected from 03/01/2016 to 06/21/2016. Device manufactured date: corrected from 10/26/2014 to 02/09/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside guide catheter. A visual examination of the crimped stent found that the proximal end of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The distal portion of the stent was also damaged and had moved distally out over the distal markerband. The balloon cone profiles were reviewed and no issues were apparent with the overall balloon profile. The balloon wings appeared tightly wrapped and evenly folded which signifies that the balloon was not subjected to a positive pressure. Blood was evident however inside the balloon lumen. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. The over-the-wire (otw) was then connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a pinhole was identified at the proximal end of the balloon; 1mm distal from the distal edge of the proximal markerband. The pinhole is located at a point within the area covered by the stent that was initially crimped. Balloon damage is evident adjacent to the pinhole that is consistent with the balloon surface receiving scratches. A review of the batch records indicates that the max stent profile was within specified limits. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. A visual and tactile examination found a kink on the outer lumen shaft 53mm distal from the strain relief. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent damage occurred. The target lesion was located in the heavily tortuous and heavily calcified right coronary artery (rca). A 38 x 3.00mm promus stent was properly deployed in the mid to distal segment of the rca. Then a 38 x 3.00mm promus premier¿ stent was advanced to the lesion but was unable to cross the proximal segment of the first promus stent. A 3.0x15mm quantum maverick balloon catheter was used to post dilate the edge of the implanted stent and then predilate the portion of the vessel where the promus premier¿ stent will be deployed. There was no problem noted on the implanted promus stent. The promus premier¿ stent was then able to cross the proximal portion of the implanted stent with much force. An attempt was made to deploy the promus premier¿ stent however the stent delivery system (sds) balloon ruptured. The device with the undeployed stent was pulled back to the guide catheter where it was noted that the stent was accordioned on the sds balloon. The system was successfully removed as a whole unit through the sheath. Another guide catheter was placed and the vessel was rewired. Then the lesion was dilated using a 3.0x15mm quantum balloon catheter. A 3.0x38mm stent was successfully deployed followed by implantation of a 3.0x24mm stent on the proximal segment of the rca and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).